Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery tube side, a blank screen, a frozen display and insert battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and no damage was reported on the battery cap contacts or battery compartment. The damage was affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 9.0 received the lowbatteryalert (104) on 07/16/2025 20:49:00 after more than 7 days at 18.95 days. Battery cycle 8.0 received the lowbatteryalert (104) on 06/27/2025 21:11:00 after more than 7 days at 18.07 days. Battery cycle 7.0 received the lowbatteryalert (104) on 06/09/2025 09:20:00 after more than 7 days at 17.49 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records.¿test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, no power errors noted and passed all required testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No blank display noted. No frozen screen display noted. Cosmetic damage located at the battery compartment confirmed. Retainer ring damage confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.